Manufacturer narrative:
Consumer reports he returned the product to his pharmacy (unknown). Believes the product was discarded. Lot number is unknown. Unable to conduct product evaluation. Will continue to monitor.

Event description:
Consumer called to report he used an ace heat therapy patch and it caused a burn. Returned the patch to the pharmacy where he purchased. Went to ER and was given an antibiotic and silver sulfadazine to treat the area.